Manufacturer narrative:
Month and year of the implant is correct; however, the exact date is still unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Post-op, the patient suffered due to pain.

Manufacturer narrative:
Product analysis result visual microscopic visual examination of the mas bone screw confirmed bone screw complete fracture at approximately 5 threads from the base of the bone screw head. Optical examination did not identify material defect near the area of fracture origin, which could contribute to crack propagation. Optical examination of the fracture surface noted some fracture surface damage. Microscopic examination of the fracture surface identified ratchet marks near the area of crack propagation, and gently curving convex striations 40% through the cross sectional area of the implant, which are indicative of cyclic fatigue until subsequent mechanical failure of the implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent unspecified spinal surgery on s1. Post-op, the implanted s1 screw broke. The tip of the broken screw could not be removed and still remained in the patient's body. The loose screw part was removed and changed to a 7.5 mm screw instead of the 6.5 mm screw that broke. Patient complications were reported as unknown.